Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: unknown. Batch no: unknown. It was reported that fm found in sealed package. Verbatim: ;...called insight due to a chloraprep 26ml with tint being returned from my theatre department with a hair inside the sealed package and they have advised me to contact yourselves."